Manufacturer narrative:
Batch review performed on 24 april 2024. Lot 2314989: (B)(4) items manufactured and released on 08-aug-2023. Expiration date: 2028-07-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional involved implants: batch review performed on 24-apr-2024 on ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot. 2340140. Lot 2340140: (B)(4) items manufactured and released on 25-oct-2023. Expiration date: 2028-10-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 24 april 2024 on mpact 01.32.152dh acetabular shell ø52 two-holes (k132879) lot. 2336164. Lot 2336164: (B)(4) items manufactured and released on 13-dec-2023. Expiration date: 2028-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on 24 april 2024 on stem: amistem p 01.18.402 amistem-p lat stem size 7 (k173794) lot. 2218935. Lot 2218935: (B)(4) items manufactured and released on 28-nov-2022. Expiration date: 2027-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery due to joint luxation, few days after the primary surgery and close reduction. The hip was unstable also during revision surgery and led to surgeon decision to revise all components.